Manufacturer narrative:
(B)(4). Per the fsr, the issue occurred after replacing the hard drive and li coin battery. He replaced the ccm with a loaner monitor. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit would not power up. There was no patient involvement.

Manufacturer narrative:
Additional testing was done by a product surveillance technician (pst) to confirm that the disconnection actually caused the central control monitor (ccm) not to power up. Observed hard drive disconnected from enhanced integrated drive electronics (eide) printed circuit board (pcb). Reconnected hard drive to eide pcb and tested for one hour with no issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) opened the central control monitor (ccm) and the connections were checked and it was found that the enhanced integrated drive electronics (eide) board was not plugged into the hard drive. The srt replaced the hard drive. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. He observed the central control monitor (ccm) to not power up. The removal and reinstallation of the single board computer (sbc) battery restored the power to the ccm. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.